Event description:
The explanted generator was received by the manufacturer and is pending completion of product analysis.

Event description:
Generator product analysis (pa) was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. Device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient was recently hospitalized due to seizures. It was noted that the provider thinks the battery may be low, so the patient will follow up with the physician to check the vns device. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the seizures are thought to be related to low battery. The physician was advised that the generator in question will continue delivering the therapy as programmed until an end of service (eos) = yes condition is reached. The patient underwent prophylactic generator replacement. The suspect device has not been received by the manufacturer to date.